Event description:
The customer reported that the charge button failed. There was no report of pt impact or involvement.

Manufacturer narrative:
(B)(4). The customer reported that the charge button failed. There was no report of pt impact or involvement. The customer replaced the processor pca to resolve the issue.